Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6) batch/lot number: 7099497. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) lead appears to be fractured, loose and had high impedance. The patient noted inadequate pain relief and experiencing tardive dyskinesia with significant tremor in the head and upper extremities when the stimulator was on.